Event description:
A malfunction alarm labeled "malf 9" was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.